Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a severely tortuous segment of the ostial rca. After poba was performed, the device was introduced but was unable to pass through the lesion. The procedure was repeated using a guide extension catheter, but the device was still unable to pass. The procedure was terminated with poba.

Manufacturer narrative:
Combination product: yes.